Event description:
Customer reported via phone call, she was having issues with the insulin pump. Customer stated the insulin pump was chipped. Customer mentioned she was currently low but wouldn't give a number and stated she was fine. Customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump need to be replaced. Customer agreed for the device to be replaced. Customer called back on (B)(6) 2013 and stated the insulin pump was not chipped and it was the reservoir which was also leaking. Customer's blood glucose was 94 mg/dl. Customer declined returning original insulin and wanted to return the replacement insulin pump.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. Basic occlusion, occlusion, prime, the excessive no delivery tests were not performed due to the alarms. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot. The drive support was inspected and no anomaly was noted. No moisture damage noted inside the device.